Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable issues were found: the adhesive part of the objective lens was peeling off and the image was completely black and no image was displayed due to damage to the imaging unit. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the deflectable videoscope had noise in image when angulation. The issue occurred at installation. There were no reports of patient involvement.